Manufacturer narrative:
Date if event: unknown. Serial number and expiration are unknown. Date of implant: unknown. Date of explant: not applicable; devices remain implanted. Device manufacture date: unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a surgeon has noticed that about 70% of the implants he has performed using the tecnis itec preloaded 1 piece iol have issues with the twisting of the haptics, haptics sticking together on the optic or the trailing haptic sticking to the underside of the optic surface. As the trailing haptic unfolds, the surgeon takes care to make sure there is no damage to the capsular bag or the wound margins. There have been no patient injuries reported. The surgeon was unable to provide any specifics regarding serial numbers, number of events or date of events.